Event description:
The complainant reported a patient with unknow demographics was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp pump flow suddenly dropped sharply. The physician decided to remove the impeller. The impella device was successfully removed, and a clot was noticed in impeller, after removal. No patient harm or injury was noted.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation, but clinical details were sufficient to determine the root cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.